Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hypoglycemia. The reporter stated, the pt has had two months of labile blood sugars frequent lows. The same day, the pt was staying at a friend's house. At 5 am, she was found having a seizure, she was given honey and orange juice. The paramedics were called; when they arrived her blood glucose was measured at 80 mg/dl. She was transported to the hosp for observation then released 5 hours later. She was treated with IV fluids and insulin. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within spec.